Event description:
A customer reported the system did not turn on prior to surgery. The pt had received peribulbar anesthesia in preparation for the procedure when it was decided to cancel the case. There was no harm to the pt.

Manufacturer narrative:
The customer called the company rep to assist with troubleshooting. The company rep determined the cassette was causing the issue. A new cassette was tested and no further problems were noted. The customer did not request service. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last (B)(4) did indicate two similar reports for this system. The root cause could not be determined conclusively. (B)(4).